Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the sensor was removed, and the patient observed an open wound with pus at the insertion site. The patient saw the physician on (B)(6) 2020 who checked for infection with a swab test, the result was negative, and they were given an over the counter antibiotic ointment for the site. Additionally, the patient stated that they had a nickel allergy. No additional patient or event information is available.